Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. Voluntary MDR/medwatch report number mw5175650. This is 1 of 2 allegations of signal loss. The patient reported two instances in which each event has similar details but occurred on different event issue. Please see the following related complaint record (B)(4).

Event description:
A voluntary MDR/medwatch report was received on 10/06/2025. It was reported that signal loss occurred. The patient reported two instances in which each event has similar details but occurred on different event issue. According to a report received via maude, the patient experienced multiple adverse events over a period of time. Documentation indicates that the dexcom g7 system does not maintain a stable bluetooth connection with the omnipod insulin pump. As a result, the pump may continue to deliver insulin inappropriately, even when it should not. This malfunction has reportedly led to numerous serious and unnecessary hypoglycemic events, as documented in this report. Additionally, the lack of connectivity has contributed to episodes of hyperglycemia, which pose a risk of long-term health complications. Attempts to conduct diligent follow-up with the reporter were unsuccessful. Furthermore, there is no documentation confirming the reversal of hypoglycemic shock in the reported incidents. Data was provided for investigation. The allegation was confirmed via data as a signal loss equal to or under one hour. The probable cause could not be determined. No additional patient or event information is available.